Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found leak at quick disconnect (qd6) and needle assembly. The locking mechanism had dislodged and the fse corrected it to resolve the issue. He noted that the needle assembly needed replacement due to a worn spring lock and proved customer part number for ordering. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a cleaner fluid leak of approximately 10 ml from a coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye glasses and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.